Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery would not power up a monitor or charge in a charger. The cause for battery failure was isolated to a blown u3 processor on the battery pca board. The root cause for the defective u3 processor could not be positively identified. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.

Event description:
A pt contacted zoll customer support to report that he was receiving "battery may be defective, call zoll" messages with one of his battery packs. The patient was issued a replacement battery pack.